Event description:
The customer reported nonreproducible troponin I (accutni+3) results were generated for one patient by the access 2 immunoassay system portion of a unicel dxc 600i synchron access clinical system (serial number (B)(4)). As a result, the patient was admitted to the hospital. A second and third sample from the patient were tested on the same instrument and on an alternate access 2 immunoassay system, which yielded negative accutni+3 results. The elevated accutni+3 results were questioned; the original sample was repeated on the same instrument and a negative accutni+3 result was obtained. The patient samples were collected in a lithium plasma tube. The sample centrifugation speed and time are not known. The customer did not note any sample integrity issues. Quality control results recovered within customer established ranges on the date of the event. The instrument passed accutni+3 calibration on (B)(4) 2014 and passed system check on november 26, 2014.

Manufacturer narrative:
The customer did not provide the patient's age, date of birth, gender, or weight. \ there is no indication the access accutni+3 reagent used during this event was returned for investigation. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse inspected the instrument and performed a passing precision run. The fse then cleaned the closed tube aliquotter (cta) and verified the system with quality control, system check, and carryover testing -- all testing passed within instrument and assay specification. There is insufficient evidence to reasonably suggest a system malfunction. The cause of the nonreproducible accutni+3 results could not be determined with the provided information.